Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella device for mechanical circulatory support. While on support the patient experienced a subarachnoid hemorrhage. Additionally, it was reported that the staff failed to disconnect the yellow luer. The staff believed that the purge cassette was leaking, and this issue could be resolved by changing the cassette, however the resolution for this issue is unknown. The patient was bridged to a left ventricular assist device (lvad).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.